Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The green navlock was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned tracker had some galling inside the handle causing the reported fit issues. Otherwise with markers attached and fully seated, the tracker returned a good geometry error. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacturer representative was inspecting the instruments and the green navlock was locking up on instruments. Troubleshooting confirmed that the health care profession was using the green navlock to drill through. It was recommended cautioning against lateral forces while drilling. No patient was present at the time of the event.